Event description:
A surgeon reported poor actuation of the cutter when beginning surgery after the priming test had passed. The surgeon checked the cutter with the microscope and found that the port was not "opened/closed". The condition of the footswitch for the cutter was checked, but the cutter still did not actuate. The problem was solved after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).